Manufacturer narrative:
Zoll has not received the catheter in complaint for investigation. A follow-up report will be submitted if and when the product is returned, and an investigation has been completed.

Event description:
The customer reported an issue with advancing the quattro catheter (lot # 200089) and retracting the guidewire during catheter insertion into a patient's femoral vein. The guidewire became stuck and could not be removed, so both the catheter and guidewire were taken out together without any surgical intervention or issues. A new guidewire was used to insert a replacement catheter at the same insertion site. This incident occurred in the past and was not reported to zoll at the time. Unfortunately, the attending physician no longer recalls which patient it was, only that the patient had died from another cause. The customer suspects that there was a tighter bend in the vessel, which made it somewhat more difficult to advance the catheter and remove the guidewire. No patient injury related to the zoll device was reported.

Manufacturer narrative:
Section b5 was corrected with the updated lot number. The reported complaint of difficulty in advancing the quattro catheter was confirmed. The root cause of the reported complaint was due to the kinked guidewire, likely attributed to an issue of insertion or removal of the guidewire. Visual inspection of the returned catheter was performed. The catheter was returned with the guidewire stuck inside the catheter, confirming the reported complaint. Functional testing was performed. The guidewire was stuck inside the catheter and was unable to be removed from the proximal end of the distal luer port, however, in order to remove the guidewire, it had to be removed by pulling it out from the catheter tip. A known-good zoll guidewire was slowly inserted into the tip of the catheter and exited to the distal luer port without resistance. The guidewire could be passed through the entire length of the lumen with no resistance. Historical complaints were reviewed for investigation result related to the reported complaint, and there was no previous history of complaints reported for the quattro catheter with lot number 198225.

Event description:
The customer reported an issue with advancing the quattro catheter (lot # 198225) and retracting the guidewire during catheter insertion into a patient's femoral vein. The guidewire became stuck and could not be removed, so both the catheter and guidewire were taken out together without any surgical intervention or issues. A new guidewire was used to insert a replacement catheter at the same insertion site. This incident occurred in the past and was not reported to zoll at the time. Unfortunately, the attending physician no longer recalls which patient it was, only that the patient had died from another cause. The customer suspects that there was a tighter bend in the vessel, which made it somewhat more difficult to advance the catheter and remove the guidewire. No patient injury related to the zoll device was reported.